Manufacturer narrative:
Additional information was received on 12/11/2018. Explant and replacement with saline implants is scheduled for (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #350-1655, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis and experienced deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 12/14/2018. When the devices were explanted bilateral prosthesis replacement with mentor smooth round moderate profile 300cc saline prostheses was performed. The serial number of the concomitant product was updated based on additional information received on 12/14/2018. The updated serial number is (B)(4). (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 12/20/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. White and yellow material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.0 cm within a crease on the posterior aspect and a rent of 1.0 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).